Event description:
In 2017, I had two level lumbar artificial disc replacement in (B)(6) using spinal kinetics orthofix m6-l discs. Discs made in (B)(4) but had not yet been FDA approved at that time for USA use. I believe you have now approved the ir use for cervical implants (m6-c.) Within a year, the 2 implants failed, and my spine collapsed. I needed emergency removal of the implants and multi level fusion. The cervical and lumbar m6 design is the same. They are not safe. He had a 10mm graft placed in l5-s1, and a 10 mm at the l4-l5 space was placed. Since that time, he had failure of his implants. Today, he presents with excruciating pain in his back, excruciating pain in his right lower extremity following an l4-l5 pattern. He has cramping, numbness and tingling in s1. He has weakness in his toe. He does not trust his legs. He feels unstable walking due to pain and due to the sensation of instability in his lumbar spine. Limited range of motion of the lumbar spine due to discomfort. I reviewed the x-rays from today showing a two-level disk replacement at 4-5 and 5-1. Construct is failing and collapsing into the endplate at both segments. Facet arthropathy at 4-5 and 5-1. Otherwise, the alignment of the lumbar spine in the sagittal plane is relatively well preserved and in the coronal place there is progressive deformity. Due to implant failure. MRI of the lumbar spine dated (B)(6) 2018 show similar findings.